Event description:
Customer reportedly received results of 204 mg/dl and 106 mg/dl within 10 minutes on the aviva system. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.